Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified unspecified vessel. A 16 x 2.50 promus premier stent was selected to treat the target lesion; however, the device was unable to cross the lesion. When the physician attempted to removed the device, it got stuck inside an unspecified guide catheter. It was noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(6).